Manufacturer narrative:
Reported event: an event regarding disassociation involving a metal head was reported. The event was not confirmed . Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant.   Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies.   Complaint history review: there have been no other similar events for the reported lot.  Conclusion: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported that the patient's hip was revised due to trunnion wear leading to dissociation of the head from the stem. Intra-operatively, it was noted that the worn trunnion dug into the liner. The head, liner, and stem were revised. Rep confirmed that no further information will be released by the hospital or surgeon.